Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced uncontrolled twinges in the legs and arms. It was also noted that these symptoms worsened including excessive jerking of all limbs. The patient could not walk or put weight on the leg or feet and was admitted to the hospital. The patient received a magnetic resonance imaging (MRI) which revealed no abnormalities and was discharged from the hospital. It remained unclear whether the neurological symptoms were related to the device or what the cause was.